Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many pull off occur during this single procedure for this patient? Was the needle piece removed from the patient? What was being done when the needle pulled-off (removal from package / during passage through tissue )? Was there any adverse patient outcome? Procedure name? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? - what is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was used to suture mesh and when pulling the needle came off from the thread. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/5/2022. H6 component code: g07002 no device problem found. H3 investigational summary: visual analysis of the returned sample determined that an empty overwrap, a paper lid, a winning former with a suture partially dispensed and a detached needle of product code 8411h were received to ethicon for evaluation, the swage and attachment area was noted to be as expected, the barrel hole of the detached needle was examined under 20x magnification, and no suture remnant was noted. The suture was examined, and correct insertion marks were observed; however, the force used to detach the needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: one opened box with nineteen packets of product code 8411h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects observed during the evaluation. A functional test was performed using an instron and the pull force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary ¿ photo analysis: visual analysis of the image submitted to ethicon for evaluation determined that a winding former could be observed with one apparently detached needle from product code 8411h, image not clear to determine failure mode. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was received, the following was obtained: ¿ could you please confirm whether this happened in single procedure for this patient ? Yes ¿ was the needle piece removed from the patient? Yes, no needle was left in the patient ¿ what was being done when the needle pulled-off (removal from package / during passage through tissue )? Scrub team put the faulty needle aside and got a new one ¿ was there any adverse patient outcome? None ¿ what is the procedure name? Repair of inguinal hernia ¿ what is the procedure date? 17th march ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. None, as the needle head broke away from the string while pulling it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.